Event description:
It was reported that the patient experienced facial nerve stimulation and a lack of clinical benefit with device use. It was also reported that the electrode array had migrated due to incorrect placement of the device. Subsequently, the device was electively explanted on (B)(6) 2017, and the patient was reimplanted with another cochlear device.